Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. [Mw5073615.pdf].

Event description:
The healthcare provider (hcp) reported via the manufacturer representative (rep) that there was a revision of the device generator due to malfunction on (B)(6) 2015. The patient outcome was hospitalization. There were no further complications reported as a result of this event. The indications for use were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review indicates information reported previously in manufacturer's report # 3007566237-2017-05305 about the device malfunction and revision pertains to this manufacturer¿s report #. Any additional information related to the second lead will be reported under this MFR#.